Manufacturer narrative:
The patient will continue to be monitored. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating high out of range ra pacing impedance measurements continue to be observed. Loss of capture at maximum outputs was also noted. The device was reprogrammed from ddd mode to vvi mode. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a single high out of range right atrial (ra) pace impedance measurement. All other measurements were acceptable and stable. No adverse patient effects were reported.